Event description:
Pt presented to the surgeon in 2013 complaining of increasing pain to previously operated knee. Surgeon revised knee on (B)(6) 2014 for increasing pain due to loose femoral component. Ref MFR # 3005180920-2014-00012.